Event description:
A call was placed to technical services on (B)(6) 2013 indicating that there was an episode of oversensing, pacing inhibition and an asystole for about 3.4 sec. This event was noted on (B)(6) 2013. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)